Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that unspecified system error alarms occurred during therapy on the homechoice (hc). The registered nurse (rn) stated the home patient (hp) did not know the code numbers of the alarm. The rn stated they were able to clear the alarm and continue the treatment. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted.